Event description:
Additional information was received on 2015-08-07 from a healthcare provider (hcp) stating that the pump was checked and reprogrammed; no defect was noted. There was no alarm ringing when the patient was seen last ((B)(6) 2015). The patient's weight loss and leg swelling had nothing to do with the pump, per the hcp. The cause of the alarm was not determined.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and hydromorphone (concentration and dose unknown by reporter) via an implantable pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015, it was reported that the patient's weight had been "fluctuating dramatically", he had lost 10 pounds each of the last 3 months. He was under a lot of stress. This situation was being addressed by the patient's hcp (healthcare provider). It was also reported that before the pump refill last month, the patient started to hear "bells going off". He was supposed to go in for a refill by the (B)(6) 2015, but the hcp told him to come in the (B)(6) 2015. By then, the pump was alarming. The patient had no symptoms related to the event. A couple of days prior to the report, the patient's legs were swelling so bad that they were "busting open"; he described it as "like a pimple" and that he had "blood running down his legs". The patient was wondering if other people with pumps reported swelling in their legs. This situation was being addressed by the patient's hcp. Per the patient, he was "not having any problems with the equipment". The troubleshooting, actions/interventions, and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.